Manufacturer narrative:
Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a patient of an unknown gender, age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog 50, 100 u/ml) from a cartridge via a reusable device humapen ergo ii, at an unknown dose, frequency and route of administration for the treatment of diabetes mellitus beginning on an unknown date. On an unspecified date in (B)(6) 2019, while taking insulin lispro protamine suspension 50%/insulin lispro 50% therapy patient could not injected insulin because of humapen ergo ii could not move (pc# (B)(4); lot#; 1806d01) due to which blood glucose was high (values, units and reference range were not provided) for which patient was hospitalized on (B)(6) 2019. Information regarding further hospitalization details, corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% therapy was continued. The operator of the humapen ergo ii devices was unknown and her/his training status was not provided. The general model humapen ergo ii duration of use and the suspect humapen ergo ii duration of use were not reported. The use of suspect device was discontinued and the suspect humapen ergo ii device was returned to the manufacturer on (B)(6) 2019. The reporting consumer did not know of relatedness assessment between the events and insulin lispro protamine suspension 50%/insulin lispro 50% therapy. The reporting consumer related the events to the humapen ergo ii device issue. Update (B)(6) 2019: both the information received on 05-sep-2019 and 10-sep-2019 was processed together. Edit (B)(6) 2019: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 09oct2019 in the b.5. Field. No further follow up is planned. This report is a downgrade, which no longer meets the criteria for expedited reporting. Evaluation summary: a patient reported that the injection button of their humapen ergo ii device would not move and no insulin could be injected. The patient experienced increased blood glucose. The investigation of the returned device (batch 1806d01, manufactured june 2018) found the device met functional requirements. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a patient of an unknown gender, age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog 50, 100 u/ml) from a cartridge via a reusable device humapen ergo ii, at an unknown dose, frequency and route of administration for the treatment of diabetes mellitus beginning on an unknown date. On an unspecified date in (B)(6) 2019, while taking insulin lispro protamine suspension 50%/insulin lispro 50% therapy patient could not injected insulin because of humapen ergo ii could not move ((B)(4); lot#; 1806d01) due to which blood glucose was high (values, units and reference range were not provided) for which patient was hospitalized on (B)(6) 2019. Information regarding further hospitalization details, corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% therapy was continued. The operator of the humapen ergo ii devices was unknown and her/his training status was not provided. The general model humapen ergo ii duration of use and the suspect humapen ergo ii duration of use were not reported. The use of suspect device was discontinued and the suspect humapen ergo ii device was returned to the manufacturer on 10-sep-2019. The reporting consumer did not know of relatedness assessment between the events and insulin lispro protamine suspension 50%/insulin lispro 50% therapy. The reporting consumer related the events to the humapen ergo ii device issue. Update 10-sep-2019: both the information received on 05-sep-2019 and 10-sep-2019 was processed together. Edit 24sep2019: updated medwatch fields for expedited device reporting. No new information added. Update 09oct2019: additional information received on 09oct2019 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields, malfunction from unknown to no. Added the date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.